Event description:
The patient used the suspect device to check blood glucose. Pt obtained a result of 512mg/dl. Pt then injected 10 extra units of regular insulin to cover the result. Pt later passed out and was found by a family member. Paramedics were called and they used their equipment to test pt's blood glucose. The paramedic's meter was reported to be approximately 117mg/dl. Pt was given a glucose IV at home and was not transported to the hospital. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.